Manufacturer narrative:
All available patient information were included, no additional patient information was available. Correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor ((B)(4)) will no longer be available in (B)(4) and to continue to use the bulk solution level sensor ((B)(4)) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer reported a falsely depressed alinity I bnp result. Sample ID (B)(4).generated a result of <10 pg/ml. The sample was retested on an alternate analyzer and generated a result of 206 pg/ml. The analyzer also started to generate activated read errors and the pre-trigger sensor was found to be cracked, which was replaced. No impact to patient management was reported.